Event description:
Rptr complains of pain in both breasts, right breast capsular with swelling and pain and possible rupture, and loss of physical activity using her arms. Pain continues throughout her entire body especially in all her joints. On 9/9/92 rptr was diagnosed with fibrocystic disease of breast. Fibroadenoma noted on breast biopsy of mass. On 12/15/93 a left upper eyelid nodule cyst was removed. On 12/15/93 fibrocystic changes were noted on left breast biopsy. No malignancy seen. Intralobular fibrosis also noted. On 12/15/93 a dermal hemangioma was seen on chest wall. On 12/15/93 fallopian tube showed rare lymphocytes and fibrous adhesions on the serosal surface. On 9/92 mass was removed from the superior aspect of the right implant border. On 9/92 cyst was removed from left chest wall. On 12/15/93 rptr had removal of masses from her eyelid, left breast, fallopian tube, intestinal wall, chest wall, and uterus lining.